Event description:
The customer reported the system mismatched patient images. There is no report of death or serious injury associated with this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The hard drive part has been ordered. Waiting on its arrival.